Event description:
In 2008, a clinical incident involving a coblator ii plasma wand was reported to arthocare corp. Two days following a tonsillectomy procedure, the pt had a secondary rebleed which required admittance to hospital for treatment. The pt required a blood transfusion, and was admitted to the ICU for 24 hours. It was reported the pt has rehealed, and is reported to recovering well.

Manufacturer narrative:
The date of event is an approximation provided by the manufacturer. The coblator ii plasma wand was not returned for investigation. Since the device catalog number and lot number were not provided, a complete investigation could not be completed. No conclusion can be made. Two devices, coblator ii plasma wand and coblator ii controller, were used in the same procedure. The second device, coblator ii controller, will be filed under MDR 2951580-2008-00053.